Manufacturer narrative:
Complaint has been evaluated and the alleged issue was addressed with the technical support team assigned to the customer¿s location. Multiple attempts were made to retrieve the device; however, product was not received for evaluation. The information has been added to the database for trending purposes. Trends will continue to be monitored.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.